Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and since the pump was out of warranty, the customer expressed interest in obtaining an out-of-warranty loaner pump.